Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an automated impella controller was returned from the customer. During functional check, the console was boot looping. Later on while trouble shooting, the console coudl be power cycled normally 30 times. However, it was noticed that one unexpected shutdown occurred shortly before puting the console back on the shelf. There was no patient use reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The impella device and data logs were returned for evaluation. Aic - a/c power issues: there is no log evidence indicating issues related to a/c power. Aic - shutdown or restart issue: the root cause of the intermittent unexpected shutdown was not determined due to the inability to reproduce the issue. It could be attributed to either flash card corruption or a 4-in-1 malfunction.